Event description:
It was reported that there was damage to the tandem charging cable, which resulted in the charging supplies being non-functional. There was no adverse impact to the customer¿s blood glucose level. Corrective action was taken by arranging for the replacement of the damaged charging supplies via two-day shipping.